Event description:
It was reported a 6f angio-seal evolution was selected for use. A pre-insertion angiogram revealed small calcification and the deployment process commenced. The guidewire exchange was good, the anchor set, and the puncture was sealed. The physician pulled to the green marker, held for 15 seconds, and cut the suture below skin level with hemostasis achieved. The physician pressed the puncture site and rubbed the area post deployment. Arterial bleeding began at the puncture site which required manual compression. The patient experienced a vasovagal response, dropped their blood pressure, and required oxygen and a saline drip. Manual compression was successful in achieving hemostasis and the patient recovered. The physician was in the angio-seal evolution training process.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.